Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. In situ measurements showed affected channels. It is believed to be the result of a trauma. The user was explanted on (B)(6) 2021.

Event description:
The user's hearing performance with the device is affected. In situ measurements showed affected channels. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.